Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a female patient (age not indicated) who was administered sculptra (poly-l-lactic acid) (therapy dates, dosage and indication not provided). No medical history or concomitant medications were indicated. A physician reported that a female patient who was treated with injectable sculptra has developed some late onset small nodules in lines around the mouth. This patient has not experienced any similar events with other products. No further info was provided.